Event description:
It was reported that the patient received four inappropriate shocks due to a lead dislodgement. The patient had twiddlers syndrome. The lead was explanted and replaced. The patients condition was stable after the event.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.